Event description:
It was reported that the e360 ventilator had flow sensor error. Patient involvement is unknown. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien service provider checked the ventilator and found the reported issue. Cross checked with another flow sensor and again find same problem. Found the loose connection, reconnected all the tubing properly. Now ventilator is working properly.